Event description:
Non-healthcare professional reported with a description of lens scratched after implantation. The lens was explanted and replaced with another lens during initial procedure. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and damage was observed to the intraocular lens (iol). Iol returned positioned incorrectly in the iol case with the optic pressed against the lens case well posts and one haptic adhered to the optic. Solution is dried on the iol. One haptic is bent deformed, the other haptic is bent and adhered to the optic with solution. The optic of the lens is fractured/split-cut almost in two pieces. There is one large scratch and another smaller scratch in the centre of the optic. We are unable to determine the root cause for the reported complaint "lens scratched noted after implantation¿. The iol was returned in three segments, which is consistent with lens having been explanted. The product was subject to handling and the reported damage was highlighted post implantation. We are unable to verify if the product contributed to the event. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage/condition would not meet our current release criteria. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).